Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21june2019. The philips field service support confirmed the reported problem. Device checks revealed that the green color light emitting diode (led) lamp was flickering. The philips field service support replaced the power switch overlay to address the issue and performed periodic preventive maintenance. No other abnormalities were confirmed. Unit was checked overall and passed the functional and run in tests. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed.

Event description:
The customer reported faulty led indicator. There was no patient involvement.